Event description:
It was reported that the patient underwent generator and lead replacement, due to high impedance detected. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for a generator and lead replacement due to high impedance and painful stimulation in the left shoulder area. The patient's output current was decreased due to the painful stimulation. It was reported that there was no known trauma or manipulation to the area to contribute to the high impedance. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.